Event description:
It was reported that the customer was hospitalized and the insulin pump was not functioning. The blood glucose reading was 612mg/dl and he treated with the insulin pump, but the glucose level was not coming down at all. Time, date, and basal rates were correct. Assisted the mother to perform the high pressure test and passed. Advised the caller that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.